Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU): other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017, the patient returned to the hospital with pain in her abdomen and was admitted. The physician performed a laparoscopy and noted two burn marks at the back of the uterus and one perforation of the small bowel which was leaking intra-abdominal stool inside the patient's cavity. The physician stitched the perforations and upon further inspection of the small bowel, no additional perforations were visualized. A drain was placed to remove the fluid. On (B)(6) 2017, the physician found additional stool through the drainage and performed an additional laparoscopy which revealed an additional perforation. The physician stitched the perforation and upon further inspection of the small bowel it was noted that there was no additional perforations. There was good perfusion of the "entire small bowel." It is unknown when the patient was discharged.